Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : complaint summary: suspected infectiion. Fracture of the left tibial plate. Implant date: 2020. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (4 image(s) from the attachment(s) located in notes & attachments section of the product complaint) up to 16-mar-2021. The image(s) was reviewed, and the complaint condition could not be confirmed, there are no signs of a broken device. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : part: 440.043, lot: 50p8642 , manufacturing site: raron, release to warehouse date: 15. Apr. 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported that on an unknown date, a fracture of the left tibial plate occurred with a suspected infection. The device was originally implanted on an unknown date in 2020. No further information was provided. This complaint involves seventeen (17) devices. This report is for (1) 4.5mm ti lcp(tm) prox tibia plate 10h/190mm/left-sterile this report is 2 of 10 pc (B)(4). This complaint (B)(4) captured the 10 of 17 devices. While linked complaint pc (B)(4) captured the other 7 devices.